Event description:
Information received from the field does not address the patient's clinical status but notes that after the magnet was placed over the pulse generator, loss of ventricular capture was observed for several paced spikes. Capture thresholds were 6.0 v. The lead was successfully reposi- tioned.